Manufacturer narrative:
A steris service technician inspected the equipment, and found the vacuum pump to require replacement. The user facility has been unresponsive to our attempts at gathering additional information on the reported injuries and status of the employees. The vacuum pump oil is non-toxic and not considered hazardous; the amount emitted and the frequency at which it occurs is limited. In sensitive individuals short term nuisance effects may occur (i.e. Head ache) with no expected long term effects. These issues do not affect the sterilization of instruments processed in the sterilizer.

Manufacturer narrative:
The unit was repaired on (B)(4), 2013. The steris service technician followed up with the customer and determined that the unit was operating within normal parameters.

Event description:
The user facility reported staff experiencing sickness from fumes emitted from the unit. Members of staff have reported headaches, nausea and burning eyes. No procedural delays or cancellations have been reported. The unit was removed from service, pending steris service inspection.